Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 46 mg/dl at the time of incident and current blood glucose level was 161 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer did not experiences any symptoms related to the low blood glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was over delivering. The customer treated for high blood glucose with the glucose. The insulin pump will not be returned for analysis.